Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was appropriately mated with the hemostasis sheath. Upon examination of the locator/sheath assembly, a bulge was observed at the blood inlet holes of the sheath. There were no anomalies noted with the transition of the sheath and locator. The locator was removed from the hemostasis sheath and it was found to be kinked at the blood inlet hole as well. No anomalies were noted to the distal tip of the locator. No other visual anomalies were noted. Dimensional testing was performed, and the outer diameter of the locator was measured to be 0.091'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an off-axis force applied during the insertion of the components into artery over the guidewire; or attempting to insert the device at a sharp angle may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while inserting the angio-seal device dilator over the wire into the patient's groin, the dilator became kinked in the patient on the wire. The patient was reported to be well and their condition was stable. There was no patient consequence or harm. It was a right femoral artery puncture. The puncture site was closed under manual compression. Additional information was received on 29may2020. An antegrade, lower limb procedure was being performed. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. There was no noticeable damage to the dilator or the wire prior to the kink happening.